Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-23701. Follow-up information revealed the patient underwent surgical intervention where her entire scs system was explanted and replaced. It was also reported during the procedure, the patient's right lead was found to be fractured. In addition, the patient's ipg was electively explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-23701.